Event description:
Customer called and reported receiving no delivery alarms on the insulin pump with multiple sets and reservoirs. Customer's blood glucose was 130 mg/dl. Troubleshooting was performed. Upon changing the reservoir, customer was able to manually prime. Insulin exited the infusion set tubing and the insulin pump did not alarm no delivery with manual prime. Customer agreed to return the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.